Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The s ystem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that when progressing to navigation, both of the system monitors went black and after a few moments, error code 64 showed on the screen. The system restarted on its own and the manufacturer representative (rep) was able to access patient information and the previous registration was still available, site was able to move forward with the case. During navigation, the system was not functioning as intended and was not tracking at real time. A message briefly popped up. The rep was only able to see the word 'low' before the system started to behave as intended once again. There was a less than one hour surgical delay and no impact on patient outcome.